Manufacturer narrative:
Investigation pending.

Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" lab inr was 2.3; pt tested with inratio the next day and got 4.0 and 4.9 on re-test just 5 minutes later. The inratio values are high for this pt. Nothing has changed with diet or medication. Pt has done comparisons in the past with great results (inratio 2.2, lab 1.9. Inratio 1.8, lab 1.9. Inratio 2.6, lab 2.7).